Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump while she was changing her set. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 284 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.